Manufacturer narrative:
No button error alarm noted. The arrow buttons did not respond due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error and buttons are not responding. Customer's blood glucose was 113 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.